Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient information was not provided.

Event description:
It was reported that during an dexmedetomidine infusion a red alarm occurred which stated "channel error". Other recall issues not found. Htm found no issues. There was no harm to the patient. Per customer, no further information will be provided, including patient demographics and no products will be returned.